Event description:
It was reported that the patient was experiencing feeling unwell. The left ventricular (lv) lead did not provide capture in some con figurations. The lv lead was reprogrammed to a different pacing vector but still showed some loss of capture. The lv lead remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.